Event description:
It was reported that this right atrial (ra) lead was explanted due to it was exhibiting no capture. It was confirmed that the lead was dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.